Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 158 mg/dl and their sensor glucose read 54 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. It was also found the customer received a weak signal alert. The customer was advised of the proper techniques to avoid inaccurate readings. No additional information provided.